Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device in the united states under 510k number k051569. (B)(4). Examination of photograph of device found evidence of product non-conformance and confirmed the reported condition. Root cause was determined to be trained operator error. Further investigation was initiated to address the reported issue. It was deemed no further actions necessary.

Event description:
During a procedure, burrs were found on the poly liner rim before implantation. The burrs were removed from the liner and the liner was cleaned. The liner was used to complete the procedure without significant delay.